Manufacturer narrative:
(B)(4).

Event description:
It was reported multiple episodes of far-field r-wave oversensing were observed on the atrial channel. Programming changes were recommended. The patient was asymptomatic. No further information is available.